Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon inserting a tampon she noticed the applicator petals were open and sharp. The petals poked her but she was fine and did not seek medical attention.